Manufacturer narrative:
720185-01, 817339014, reservoir flat iz 100 ml.

Event description:
It was reported that physician initially struggled to get the proximal rear tip into corpora. There was some scarring/stenosis. Physician could get the dilatator down but he tried everything and almost gave up and left him with 1 cylinder. In the end, they got it in and he did well but physician wouldn't be surprised if there was some buckling of the cylinder at this point creating a weakness. They did not see that when they explanted him recently.